Manufacturer narrative:
(B)(4). Report source- (B)(6). Customer has indicated that the product will be returned to zimmerbiomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hair was found in the sterile package. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of visual inspection of the returned product identified that a hair-like debris was embedded in the seal area of the sterile tray. The reported event is confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the root-cause of the reported event is the operator not following instructions during the manufacturing process. Event is being reviewed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.